Manufacturer narrative:
A log file evaluation provided by the manufacturer confirmed the initial description in so far that error codes were recorded indicating problems with the vacuum pressure. The vacuum pressure is necessary to maintain proper function of the ventilator piston diaphragm i.e. To avoid wrinkling during movement. For safety reasons to prevent from serious damages the device shuts down the automatic ventilation. It is however not plausible that the reported hole in the one pressure reading line could have caused the symptom since this would have produced a different type of error code in the logs and would not have led to a stop of ventilation. It could be further determined that the device operated on battery which ran empty during the procedure in question - this is indeed the reason for the reported ventilator failure alarm. With a fully charged battery the device offers a minimum run time of 45 minutes; typically the operation can be continued for two hours without limitations. The automatic switchover to battery operation is indicated to the user by a corresponding alarm. Further alarm messages are posted if the battery capacity underruns certain stages. A total loss of power is indicated by a power fail alarm which is buffered by an independent power source. In this case, only manual ventilation remains possible. Dräger finally concludes that there were technical problems in maintaining the vacuum pressure but indeed the root cause for the shutdown of automatic ventilation was an empty battery.

Event description:
It was reported that during a case there was a ventilator failure. There was no injury to the patient. A dräger service technician examined the machine and its logs and noticed there were a few errors at or around the time of the reported event that were ...